Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the instrument did not work. The surgeon converted to a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.